Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the emergency room because of a hot feeling in the device pocket. It was also reported that no charge time data was available on reports from the time of implant. Attempts to obtain further information were not successful. The device remains in use, and the patient will be monitored closely. No further patient complications have been reported as a result of this event.